Manufacturer narrative:
It was discovered with the supplemental information that the product previously reported as ceramic liner is manufactured by zimmer inc., warsaw. This case will be further reported under the existing case (B)(4) (mrn 0001822565-2019-04699) from zimmer inc., warsaw. Zimmer gmbh will invalidate this case from the system as zimmer gmbh is not the manufacturer of the product. Please invalidate this case from your system. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product:item # unknown,item name ceramic head hip,lot # unknown.the manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available.a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted on an unknown date and underwent revision surgery due to cracked ceramic head after patient jumped into a tractor and felt sharp pain in his right hip.